Event description:
Pt undergoing laparoscopic cholecystectomy. Staff nurse and physician noticed cautery / burn marks on the lobe of the pt's liver where the cautery device had not been. Inspection of device noted the device was missing a piece of insulation on the side of the shaft, which caused the equipment to spark while in use. (B)(6).